Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to implant a taxus liberte' 2.50x20mm into an unk lesion but the stent delivery stent was unable to cross the lesion. Once the physician removed the device, he noted that the struts on the stent were damaged and the cells were open. Also, the physician reported that "it seems like the stent would have gotten into the balloon". There were no pt complications reported and pt status post procedure is stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.